Event description:
Pt was receiving hemodialysis treatment. Blood was observed from arterial header. Treatment was stopped, dialyzer and blood lines removed, and new set-up done to resume the treatment without further problems.